Manufacturer narrative:
It was reported that the patient experienced an infection at the implant site, exposing the implant. This report is submitted on july 06, 2023.

Manufacturer narrative:
This report is submitted on june 14, 2023.

Event description:
Per the clinic, the patient experienced discomfort and developed granuloma on the incision site. Subsequently, the patient was treated with oral antibiotics for a duration of 1 month (specific date not reported). However, the issue did not resolve. The device was explanted under general anesthesia on (B)(6) 2023 and the site was washed with antibiotics solution. The patient was re-implanted with a new cochlear device on the contralateral side.